Event description:
The user intermittently received questionable creatinine results for two weeks from the analytical p module analyzer serial (B)(4). The user provided data for two patient samples, of which the erroneous result for one patient samples was discrepant and reported outside the laboratory. The initial result was 1.14 mg/dl. The repeat result on (B)(6) 2011 on the cobas integra 800 analyzer serial number (B)(4) was 0.56 mg/dl. The initial result was reported outside the laboratory. The patient was not adversely affected. The creatinine r2 reagent lot number was 63148101. Another creatinine reagent lot in use was an r1 of 63612101 and an r2 of 63622001. The field service representative found there was a split vacuum waste tubing. He replaced tubings and a valve, checked the reagent syringe filters, checked the gear pump pressure, and adjusted the detergent and rinse levels in cuvette. To verify the analyzer operation, he performed a mechanism check with no evident issues and ran precision testing. The user ran calibration and quality controls with all results within specification.